Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube and inspected the esd kit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a low milliamp error message. No pt injury was reported.